Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -9.50/1.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2019, but did not resolve the problem. On (B)(6) 2019 the lens was removed and exchanged for longer length lens and the problem was resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: b5 - lens was repositioned on (B)(6) 2019 should be corrected to (B)(6) 2019. Claim#: (B)(4).